Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment's retainer ring broke off. They were disconnecting from the device when they noticed it. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.